Event description:
It was reported by the customer that a pyxis medstation system was not able to open drawer. The customer stated that meds tylenol not able to remove that caused delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer not open due to communication bus cable. A field service engineer replaced communication bus cable to resolve. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d4, e3, g1, and h6. A review of the complaint history for sn 16250422 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16250422 was performed from 01-nov-2022 to 31- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed. A field service engineer found that the pyxis bus cable was damaged and replaced it with another bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
T was reported by the customer that a bd pyxis medstation system was not able to open drawer. The customer stated that meds tylenol not able to remove that caused delay in patient care. There were no adverse events or injuries reported based on this incident.